Manufacturer narrative:
An ocd field engineer arrived at the site and replaced the probe and syringe assay. The fe performed all associated adjustments and performance checks. Qc passed. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4)

Event description:
The customer reported that an adequate volume of cells was observed in a gel card in which the provue failed to issue an error message. All testing was aborted. The customer repeated testing of the samples in manual testing. No erroneous results reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.